Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose while using the ilet during the first week of adaptation, with a fingerstick value of 79 mg/dl following a meal and without confirmed preceding hyperglycemia; the user was advised to treat with oral carbohydrates per standard hypoglycemia guidance and received troubleshooting and education. Symptoms included hypoglycemia. Outcomes included the need for oral glucose intake, with no hospitalization reported. Investigation included user interview and troubleshooting focused on recent use history, meal announcement behavior, exercise, cgm calibration, target settings, weight setting, fill tubing events, and potential off-system insulin. Investigation of this case revealed an unclear cause, with a possible contribution from early-phase adaptation and meal-related dynamics; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.